Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported by a basic evaluation patient that while driving they had suddenly started to feel a lot of pain in their vagina. The patient was able to decrease the stimulation and eventually the pain went away. The patient was advised to turn off the stimulation while driving. On (B)(6) 2019 the patient reported they thought their leads had migrated as they had felt a pain in their vagina and it burned. The patient stated they now felt the stimulation in the middle of their buttock. There were no further complications reported/anticipated.